Manufacturer narrative:
Eval results: visual inspection of the returned prod found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.

Event description:
It was reported that the surgeon attempted to insert a 12.6mm micl 12.6 implantable collamer lens but one haptic tore while the icl was being ejected. There was no pt contact or injury. A same model icl was implanted.